Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned and pictures provided were insufficient to complete visual and dimensional evaluations. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiolucency at the bone cement interface of the tibial component on the lateral film, possible loosening, and osteopenia present. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42512100712 articular surface medial congruent (mc) left 12mm lot# 64767244 MDR: 3007963827-2023-00043. Additional associated products: 110035368 biomet bc r 1x40 us lot# az52aa2102. 42502206001 femur trabecular metal cruciate retaining (cr) narrow porous lot# 65100496. 00587806532 nexgen complete knee solution, trabecular metal standard primary patella lot# 65081838.

Event description:
Revision of tibia component for pain/possible loosening. Polyethylene was also revised. Femur and patella remained. Explanted items as well as cement retained by hospital. No operative notes from original surgery or revision surgery available.